Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient's report that during treatment the patient experienced draining complication encountered and filling slowly alarms during drain 1 of 5 of treatment. A review of the patient¿s treatment records identified that the patient drained 4565 ml during drain number 5 of treatment. This drain volume is 311% the patient's largest prescribed fill volume of 1500 ml. The patient reported they did perform a manual exchange two days prior but the amount the patient filled with was unknown. The manual exchange was entered as no. As a result of the iipv event, the technical support representative advised the patient to clamp and unclamp the patient line, then remove the tubing divider. The cycler was able to start draining normally. The patient was advised to discontinue use of the cycler and to notify their clinic of the event. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed treatment using the cycler on the night of the reported event without further issue.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following the patient's report that during treatment the patient experienced draining complication encountered and filling slowly alarms during drain 1 of 5 of treatment. A review of the patient¿s treatment records identified that the patient drained 4565 ml during drain number 5 of treatment. This drain volume is 311% the patient's largest prescribed fill volume of 1500 ml. The patient reported they did perform a manual exchange two days prior but the amount the patient filled with was unknown. The manual exchange was entered as no. As a result of the iipv event, the technical support representative advised the patient to clamp and unclamp the patient line, then remove the tubing divider. The cycler was able to start draining normally. The patient was advised to discontinue use of the cycler and to notify their clinic of the event. It was reported that an alternate treatment option was available. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed the patient¿s treatment was completed treatment using the cycler on the night of the reported event without further issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.